Event description:
It was reported that an asymptomatic patient presented in-office for routine follow-up. Upon interrogation, it was noted that the right atrial lead exhibited low lead impedances. The pacemaker exhibited noise reversion and auto mode switches due to noise. The noise could not be recreated in-clinic with isometrics or pocket manipulation. The noise issue was previously noted by physician. No intervention performed and patient will continue to be monitored.

Event description:
Additional information received indicates that a patient presented for routine generator change. There was known atrial lead noise. The physician elected to explant and replace the atrial lead. The patient condition was stable before, during, and after.